Event description:
It was reported that during a lap gastrectomy, the first clip formed properly as normal and expected. Subsequent clips were presented in to the jaws of the instrument but not in alignment in the instrument jaws. In addition to this, the clips were spitting out the jaws of the instrument without activating the firing handle. Procedure was completed with a same like device. No pt consequences were reported.